Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Although the device was not returned to olympus for inspection, based on the results of the investigation the reported malfunction was confirmed however, the cause was not established. The event is detectable/preventable by handling the device in accordance with the following IFU: operation manual - 7.2 replacing the gas filter (maj-822) 7.3 replacing the water filter (maj-2317). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the customer has not replaced the endoscope reprocessor water and gas filters since installation late last year. There were no reports of patient involvement.